Event description:
The lens was implanted in 2000. At their last examination in 2003 the patient complained of decreased visual acuity which the doctor attributed to the lens opacification. The lens was explanted.